Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant devices: the 3334610: sleeve 3334610, visao irrigation, lot 0205705402, manufactured 02/07/2012, 510k: k983224, erl -- 3334625: guard 3334625, visao bur w/o irrigation, lot 0205479507, manufactured 10/17/2011, 510k: k983224, erl. (B)(4).

Event description:
It was reported that "the product in question overheated during surgery. It was unclear that how long the product was overheating. The procedure was completed without delay. No patient impact has been reported."